Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that there was a large air bubble in the reservoir. Blood glucose level at the time of the incident was 220 mg/dl. The caller was able to push the air bubble out with a plunger. The insulin pump was not replaced or returned for analysis.